Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient heard an alarm on a friday when their office was closed. The hcp told the patient to go to the emergency room. It was unknown if the symptoms the patient experienced were related to the device or therapy per the hcp. The issue had been resolved. The patient was currently on oral medications and the pump remained in safe state and awaiting replacement. The hcp stated the pump would be returned to the manufacturer for analysis. They would request it to be done in the operating room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported on 2017-nov-06, the patient was in the hospital receiving intravenous (IV) medication. The pump managing physician did not state if he felt the mi was due to the pump safe state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and chronic low back pain. The pump contained fentanyl [3000 mcg/ml] at a dose of 18.4 mcg/day, bupivacaine [20 mg/ml] at a dose of 0.123 mg/day, and dilaudid [8 mg/ml] at a dose of 0.0491 mg/day. It was reported an alarm was heard and confirmed by telemetry. Safe state and low battery reset messages had been occurring twice per minute, so the representative only saw messages for (B)(6) 2017 in the event logs. The doctor wanted to know when the pump issue first began. The patient first began to hear the pump alarm on (B)(6) 2017 and called the doctor¿s office to schedule an appointment for the day of report to go in and be seen regarding the issue. On (B)(6) 2017, the patient was found unresponsive, and they believed the patient had a myocardial infarction (mi). The patient was in the intensive care unit (ICU) on a ventilator at the time of report. The representative did not know what the original intrathecal doses were prior to the pump malfunctioning. The representative would confer with the hcp about the next steps. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-nov-20. It was noted that the pump was in safe mode and was still alarming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The pump was in a safe state right now and continued to alarm despite silencing the alarm. The patient had cardiac issues during withdrawal due to safe state. The pump will be replaced in approximately 6 months. The patient was getting oral and transdermal patches for pain management.